Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the monitor failed to power on due to a fault within the switched-mode power supply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k uhd lcd monitor turns on and off during preparation for use. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitors does not turn on occurred due to a failure inside the power supply unit. The cause of the faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.